Event description:
2026-apr-06 rtg1022026 x2 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since past friday they have been having unexpected stimulation too often to the point it has become annoying for them. When asked for improvement, patient stated some days they have 50% of improvement, but other days they didn´t. The patient was redirected to their healthcare provider (hcp) to further address the issue, and they would call back for instructions on how to use the handheld devices to adjust the therapy settings. Additional information was received on 2026-apr-07. Patient calling back because they already talked with their hcp and they were advised to decrease the stimulation. Patient was able to decrease the stimulation, they confirmed that was comfortable. They felt it before when they were standing up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.